Event description:
This is to advise of an event observed during analysis.

Manufacturer narrative:
Analysis found that no communication could be established and the battery was depleted due to an internal short within the battery. No complaint was received with return of the device. Failure (event) observed during analysis.